Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. The device was taken apart and a visual inspection was performed which determined that the spring was corroded and compressed. The corrosion compromised the integrity of the spring which made it lose resistance. Therefore, the reported condition was confirmed. This was due to improper cleaning. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).

Event description:
It was reported that a "spring was missing" from the hand control device. It was unknown to the reporter if the device was used in surgery.  It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available.  It was unknown if injuries or medical intervention were reported.  Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.